Manufacturer narrative:
Film evaluation results are: the cause of the distal type I endoleak confirmed on the right iliac artery could not be determined from the films provided. The anatomy at implant and earlier post-implant films were not available for review and comparison. Both common iliac arteries were noted to be aneurysmal with contrast seen outside both iliac limbs. It is likely that there has been disease progression; vessel dilatation. A small distal type I endoleak and a possible type iii fabric or type iii junctional separation endoleak was also seen within the mid-level of the left iliac artery. The cause of the endoleaks could not be determined; the distal type I may have also been caused by disease progression. Films during and post-intervention where a limb was implanted into the right external iliac artery were not provided. Other relevant device(s) are: yrir1685, m02g553015; yrec22375, m02c552249.

Event description:
Additional information identified during product analysis.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.